Event description:
A report was received that the patient's implant was getting unbearably hot while charging. A field clinical engineer (fce) confirmed the heat radiating from the pocket site and that the ipg was tilted. The physician replaced the ipg and revised the pocket site.

Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.